Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user described changes in hearing impressions whilst moving his head. These changes were first experienced in (B)(6) 2020 and have worsened over time.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user described changes in hearing impressions whilst moving his head. These changes were first experienced in (B)(6)2020 and have worsened over time. The arms of the user's glasses push directly into the electrode channel. However, there was no redness or swelling around the implant. The user has been re-implanted.

Event description:
The user described changes in hearing impressions whilst moving his head. These changes were first experienced in (B)(6) 2020 and have worsened over time. The arms of the user's glasses push directly into the electrode channel. However, there was no redness or swelling around the implant. The user will be re-implanted, although no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further it is reported that the recipient's glasses directly push onto the electrode channel, which might has contributed to the damage. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.